Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. If information is obtained that was not available for the device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4): device history records was conducted. The report indicates that the: manufacturing site: (B)(4), manufacturing date: 07.mar.2011, part: 03.511.004 lot: 3691527. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the matrix screwdriver handle broke while being bent by surgeon during surgery on (B)(6) 22, 2016. The device was replaced by another unit intraoperatively. The surgeon also used a new plate. The surgery was prolonged by five (5) minutes, but it was no adverse event. Complaint involves one (1) part. This report is 1 of 1 for (B)(4).